Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device is alarming. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, missing filter, scratched screen and contamination, burnt pcba, error codes found on the device: - e-15. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.